Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned. No visual anomalies were noted on the terminal pin or terminal insulation. The lead terminal end was placed in an is-1 lead insertion fixture and the force measured to insert the lead into the fixture was 1.62 lbs. The force measured to withdraw the lead from the fixture was 1.59 lbs. A comparable lead was inserted into the lead insertion fixture and the force measured to insert the lead into the fixture was 1.99 lbs. The force measured to withdraw the lead from the fixture was 1.97 lbs. The lead was seated fully into an is-1 header port of a comparable device with minimal resistance felt upon insertion and withdrawal. This testing suggests that an anomaly with the lead itself did not contribute to the allegation of lead insertion difficulty. No other testing was performed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was unsuccessfully implanted due to connection difficulty. No adverse patient effects were reported during the procedure. The device remains actively implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was returned for reliability analysis.